Event description:
As reported by the user facility: bloodlines separated at blood pump segment during setup. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Specific requirement(s): the sample was visually evaluated and it was on the arterial line the distal cap of the pump segment was detached with no solvent seen on the tubing. Results description: based on the sample evaluation the reported defect of detachment was confirmed on set. The customer complaint was confirmed by the evaluation, but the cause is unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.